Event description:
The patient reported that they are having their device explanted on (B)(6) 2016. The patient stated that their thighs were burning when the stimulation was on. They noted that they were feeling stimulation even when the device was off. They experienced an unbearable increase of tingling sensation when they placed the antenna over their implant. The patient mentioned that they tried adjusting stimulation, but that did not help. They stated that they have been on medication for 7 years for neuropathy, and it screws up their brain a little bit. The patient stated that they have had to have surgeries to put their p4 and l5 back in place in 2014, after they were knocked out of place on (B)(6) 2011 during their bladder mesh implant. The patient noted that their cervical spine fell apart in 2015; they stated that all kinds of nuts, screws, bolts, rods, and discs were put in. The patient thought their spine fell apart due to maybe putting pressure on it and disrupting it. The patient mentioned they think their device is defective. They stated that their manufacturing representative could never make it feel any different, and sometimes would make it worse. The patients neuropathy has been getting worse since they were implanted. The patient finally noted that they feel like they are going crazy, and that their implant was a killer.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the patient stated that she needed to have her implantable neurostimulator removed on the tenth. At the time, it felt like the stimulator was on and blowing her off the wall. It hurts her legs and it's been like this since it was put in. She has pain. She confirmed that the stimulation was off with the patient programmer. The stimulator had made the original neuropathy worse since it was put in, but the trial did help her neuropathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that since implant, her neuropathy was worse now than it had ever been. The system was explanted on (B)(6) 2016. The manufacturer representative had tried to reprogram many times, but was not able to get the stimulation where or how the patient needed it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.